Event description:
Procedure: unicompartmental knee replacement due to lateral patella subluxation and pain. Components removed are sigma partial patella femoral replacement components, product codes and lot numbers are not available. Surgeon removed and replaced all the components. Primary procedure occurred in (B)(6) 2013. X-ray is available.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were conducted. The patient's original date of insertion and x-rays were obtained. A review of the patient's x-rays by cpd engineers was not able to confirm the complaint with the information available. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.